Event description:
Customer reported going to hospital due to high device result which = 300mg/dl. Hospital blood glucose reading = 83mg/dl. Back to back customer's device blood glucose reading = 257mg/dl. Customer was treated with sandwich and apple. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.